Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. On saturday, he started to have pain above his right eye and the right eye started to close. The health care professional confirmed the patient experienced occipital neuralgia on the right. He was unable to fully open his eye on the right side and experienced restricted neck range of motion. There were suspected device malfunctions. He had surgery on (B)(6) 2010 and was seen post-op on (B)(6) 2010. He was doing well and medically stable.

Manufacturer narrative:
(B)(4)